Event description:
In 2001, the user facility's director of pharmacy and materials management informed the distributor's sales representative of the following: upon explanting the device an embolism was seen about half way down the catheter. The patient had some swelling and inflammation around the site of the embolism and the facility thought that chemo meds may have leaked out.